Event description:
It was reported that the patient underwent a right total knee arthroplasty. Five days later, the patient was hospitalized due to a pulmonary embolism. Patient was discharged approximately 10 days later and was reported as resolved. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42502006202, femur cemented cruciate retaining (cr) narrow right size 7, 66972253. 42522100410, articular surface medial congruent (mc) right 10 mm height use with tibia sizes c-d/cr femur sizes 6-7, 67017006. 42540000029, all poly patella cemented 29 mm diameter, 66927616. 61911010, bone cement, rkf280. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. Product has not been evaluated as it has been determined the event is not related to device. No further actions will be initiated as a result of reported event. Root cause of the reported event is not device related. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Despite prophylaxis, dvts can still develop which can then break free within the vessel and occlude or block the blood flow in the lungs, known as a pulmonary embolism (pe). As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.